Event description:
It was reported that during a diagnostic procedure on 5/17/98 the catheter got stuck on the guide wire. The catheter and guide wire were successfully removed, and the case was completed with another catheter. The pt subsequently expired on may 22, 1998, however, the hosp does not feel the pt death was related to the catheter. The pt was in poor physical health prior to the procedure. Cause of death is unk at this time. Co is attempting to gather add'l info from the hosp on this incident.

Manufacturer narrative:
H 10. On-site analysis found the catheter to be torn at a proximal side hole. Kinks were also noted at a distal side hole. Hopsital staff felt the damage was due to handling techniques that occurred post-procedure. The exact cause of the procedural difficulties could not be determined.